Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 16 to 1000 mg/dl at the time of the incident. The customer blood glucose levels were out of whack and the pump was not working properly. The customer was given intravenous fluids to treat. The customer experienced symptoms such as cramping, seizures, and headaches. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.